Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the pli is a representative of the model family, as there is no specific model listed. The baseline age/weight characteristic is (B)(6), for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿long-term outcomes for cryoablation of pediatric patients with atrioventricular nodal reentrant tachycardia.¿ am j cardiol 2010;105:1118 ¿1121.

Event description:
The literature publication reports the following patient complication while using a cryoablation catheter: there were 21 patients who reported ¿palpitations;¿ some of which needed further evaluation via a holter monitor or other event monitor. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.